Manufacturer narrative:
An on-site biomedical engineer performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were dried out, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit alarmed, pressure mode of ventilation is not available. There was no report of patient involvement.